Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gastrointestinal/pelvic floor who reported that the patient's implant "went nuts" two weeks prior and the patient experienced a lot of pain. The patient spoke to a manufacturer representative (rep) who walked the patient through turning stimulation down to zero and then increasing stimulation back to a comfortable level. However at the time of the call the patient was afraid to do anything with their implant and wanted to know what the implant was set on because it was still uncomfortable. The patient mentioned that stimulation was in their buttocks and they wanted to move it, but when the patient was informed that changing stimulation location would require a program change the patient refused. The stimulation issue was reported to have been sudden and additional troubleshooting could not be done at the time of the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.